Manufacturer narrative:
(B) (4). (B) (4). The product was received. Investigation is not complete. A follow up report will be submitted with any new relevant info.

Event description:
Customer reported nurse saw secondary medication flowed too quickly, looked like it went up into the primary line. There was no pt harm. Although requested, no other info was available.